Event description:
It was reported the patient presented in clinic for follow up. Upon interrogation, it was discovered the atrial lead oversensed noise which triggered inappropriate mode switches. No changes or intervention was performed. The patient was in stable condition.